Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed the reported cosmetic damage to the gray shrink tubing of the previous driveline repair site. A distal end driveline repair was performed by an abbott technical services representative on 16aug2019. Approximately 20.5¿ of the external portion/distal end of the driveline was returned. Cosmetic damage to the gray shrink tubing of the previous driveline repair site was observed underneath a rescue tape repair. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient was discharged directly after the repair and remains ongoing on (B)(6). No further issues have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. They also discuss damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device and patient information were requested but not provided and therefore device age cannot be calculated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that vad coordinator requested a repair to an existing driveline repair. The repair request consisted of re-heat shrinking the grey cover on the existing repair. It was noted that the grey cover was not formed all the way and was opening or coming apart. Patient information was not provided. Photos of the grey cover and a log file were requested by technical services. Log file analysis observed no unusual events. The device was noted to be operating as intended. It was also noted that the driveline conductors were in normal condition and any damage to the percutaneous lead outer surfaces were cosmetic only at the time. Technical services was onsite on (B)(4) 2019 for a percutaneous lead repair. Most of the driveline was replaced above the prior repair. There was around 3-4 inches of space for an additional repair if needed. The patient was discharged directly after the repair. No additional information was provided.